Event description:
One fogarty arterial catheter¿s balloon was broken, the second one¿s balloon was detached from the body.

Manufacturer narrative:
Evaluation catheter #1 - the catheter was returned with the balloon latex and both distal and proximal windings pulled off the tip of the catheter and they were not returned. Catheter #2 - the catheter was returned with the proximal windings and balloon latex pulled distal on the catheter tip. There are no missing components. The proximal and idstal windings are in good condition.